Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to tricuspid stenosis. According to the operative report, the patient was born with a large ventricular septal defect which was somewhat like a functional univentricular heart but this was successfully septated when the patient was a child. On (B)(6) 2005, the patient underwent tricuspid valve replacement (tvr). The patient developed tricuspid stenosis and therefore, was referred again for tvr. Upon inspection, the tricuspid valve was severely calcified and nonfunctional. After excising the valve, a ventricular septal defect and atrial septal defect was identified and repaired with a patch. The patient's tricuspid valve was replaced with another edwards bioprosthetic valve. Post repair echocardiography documented a satisfactory repair with no residual septal defect and excellent function of the bioprosthetic tricuspid valve. Furthermore, there have not been any allegations of a product malfunction.